Event description:
It was reported that the patient fell and subsequently experienced a loss of stimulation. The patient also noticed that their neurostimulator was turing itself off but was able to turn it back on and maintain stimulation. The patient was scheduled for another device revision. Additional information received also reported that the patient has a cardiac pacemaker.